Event description:
The customer reported six (6) false positive result with the determine hiv-1/2 ag/ab combo test on unknown dates. This report is for patient six (6) of six (6). Although requested no additional information was reported.

Manufacturer narrative:
B3, event date: this is an approximation as the customer did not provide the date(s) of occurrence. Investigation summary: during the time of this complaint and as part of an investigation into preliminary false reactive results, a field product correction impacting select lots of determine¿ hiv-1/2 ag/ab combo was executed. Abbott confirmed the impacted lots that were identified have a higher occurrence of preliminary false reactive complaints due to a subcomponent used in the manufacture of determine hiv-1/2 ag/ab combo. The issue has been isolated to specific lots of the subcomponent that were used to manufacture the impacted kit lots, however the kit lot number was not able to be confirmed for this investigation. The necessary actions to prevent recurrence have been taken, and the correction of product in the field was conducted. Complaints against these trend codes will continue to be monitored to identify and track any out of trend / unexpected performance at the lot and product family level. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out of trend / unexpected performance at the lot and product family level.

Manufacturer narrative:
B3, event date: this is an approximation as the customer did not provide the date(s) of occurrence. The investigation is ongoing. A supplement report will be sent upon investigation completion.

Event description:
The customer reported six (6) false positive result with the determine hiv-1/2 ag/ab combo test on unknown dates. This report is for patient six (6) of six (6). Although requested no additional information was reported.